Event description:
Hcp reported in 2004 pt presented to clinic with signs of infection. Infection signs were redness and increased tenderness at ipg incision. The type of organism found was staph epidermis. Pt was started on keflex and the device was explanted. The pt was given IV antibiotics for six weeks and the area has since healed. The device was returned to the MFR for analysis.